Manufacturer narrative:
Advanced bionics considers the investigation into this reported event as closed. According to information received from the patient, there is no more pain. She is able to wear the processor all the time. This is the final report.

Event description:
The patient reportedly experienced pain around the surgical site. The patient was monitored by the center. The surgeon performed surgery to remove the neuroma that formed around the internal stitch.